Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device leaked the following information was provided by the initial reporter: (B)(6) 2025 at 5:00 given to the patient central venous cannula divider septum connector connected to the liquid infusion process, found that the connector leakage phenomenon, that is, the replacement of the divider septum needleless closed infusion connector to use, did not cause harm to the patient, reported to the equipment section, contact the manufacturer.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak from the q-syte connector could not be confirmed from the photograph that was provided for investigation. The photo showed one q-syte connector. No damage or defects were observed in the photo that would have contributed to the reported event. Although the photograph and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.